Event description:
Dressing appeared to have a leak but device not alarming.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
This complaint is considered inconclusive. An evaluation of the pump was conducted on 05 march 2014, no anomalies or problems were noted, the pump passed all functional tests and was found working within specifications (reference rq-05 [um01071] revision p). Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The exact root cause for the reported issue cannot be established; however, it is very likely the pump did not alarm because the system was still reaching vacuum in presence of a leak not significant enough to trigger an alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. Review of complaints history for renasys go pump serial # (B)(4) indicates no other complaint has been reported against this device. In response to failure to alarm complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. Per the information provided no patient injuries or harm were caused by this event. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Dressing appeared to have a leak but device not alarming.